Event description:
A report was received that the pump generated a persistent upstream occlusion alarm during an infusion. The event occurred at the patient's home and involved the patient; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.